Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) was not performed. Per the physician, if a pre-implant bav had been performed, the valve likely would have dislodged more.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011989436); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. The valve was recaptured several times but continued to dislodge, even when in a good position. It was noted that the implanting physician's had followed the implant technique, however at 80% deployed the valve continued to dislodge. The valve was recaptured and withdrawn. A non-medtronic (edwards s3) valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: intra procedural fluoroscopic images were provided for the event description. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 68.0 millimeter (mm) with a perimeter derived diameter of 21.6mm suggesting a 26mm evolut. Fluoroscopic valve load inspection was performed and confirmed a good load. There is evidence of at least three deployment attempts. The first deployment attempt, the valve appeared to be below the annulus; however, the valve migrated aortic for unknown reasons. The second deployment attempt, the valve appeared to be below the annulus again; however, the valve migrated to a depth of 0mm. The third deployment attempt, depth appeared to be appropriate and there is no evidence the valve migrated. Though, it was reported that it continued to dislodge. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Ultimately, the procedure was aborted due to positioning difficulties and a non-medtronic valve was implanted. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.